Event description:
It was reported that the customer experienced a cartridge alarm 20 while performing a load process. There was no reported impact to the customer¿s blood glucose level as they declined to provide this information. During an attempt to resolve the issue, customer technical support (cts) assisted the customer in loading a new cartridge correctly, but the cartridge alarm recurred, leading to the decision to replace the pump. The customer was sent two pumps, though one was not needed, and was instructed to return the problematic pump and the unnecessary one, while keeping the properly functioning replacement. Cts provided instructions on transferring settings and connecting a compatible sensor to the new pump, ensuring continuity of insulin therapy using an alternate method (mdi) while awaiting the replacement. The customer acknowledged all instructions provided by cts.